Event description:
Revision of failed acetabulum and removed the stem as well. Additional information received from sales rep on (B)(4) 2013: shell was revised. He clarified that what failed in the acetabulum was that the shell loosened. The stem was revised because the surgeon took a few tugs at it, it was much looser than he initially thought; he didn't intend on revising but decided to.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.